Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was narrow and 80% stenosed. The 9 mm x 29 mm x 135 cm omnilink elite balloon expandable stent system was advanced to the subclavian artery. The stent partially deployed; however, it explanted and migrated to healthy tissue. No attempt was made to retrieve the stent and an unspecified balloon dilatation catheter (bdc) was used to crush the explanted stent to the vessel wall in healthy tissue. A new omnilink was used to treat the target lesion. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported deployment issue and stent migration was unable to be confirmed as the stent was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported difficulties could not be determined. The additional therapy/treatments are due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.